Event description:
On (B)(6) 2023, a patient contacted lifescan (lfs) us alleging that they were receiving could not obtain a result on their ot ultra 2 meter. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that on (B)(6) 2023, they were attempting to perform a blood-glucose test however they were not able to progress passed the apply sample stage. The patient developed symptoms they described as ¿weakness¿ and ¿dizziness¿ however they had not made any changes to their diabetes regimen due to being unable to obtain a result. Three attempts were made to obtain a blood-glucose result while on the call. Although the patient¿s technique appeared to be correct, they could not get passed the apply sample screen. The patient had not taken any action in response to the symptoms although they stated that they may have to visit the hospital if the symptoms persisted. During troubleshooting, the cca confirmed that the correct test strips were being used and that the patient¿s technique was correct. A replacement device and lancets were sent to the patient. This complaint is being reported because the patient claims they were obtain a blood-glucose result due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began. The subject device could not be ruled out as a contributing factor.